Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a second sapien 3 valve was implanted. Upon expansion of the second valve, the left ventricular outflow tract (lvot) ruptured due to calcification causing cardiac tamponade. A thoracotomy was performed and both valves were explanted. No other adverse patient effects were reported. Pe (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).